Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not power on during intervention on a patient. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.

Event description:
A customer contacted stryker to report that their device did not power on during intervention on a patient. The patient associated with the reported event did not survive. The health care provider confirmed that the device use did not contributed to the patient outcome.

Manufacturer narrative:
The customer provided additional patient information and confirmed that the device use did not contributed to the patient outcome. Record is updated accordingly. Stryker performed the clinical review of the reported event and confirmed that the device use did not contribute to the patient outcome. A stryker service representative performed evaluation of the customer¿s device. During evaluation the device was able to be powered on. The electronic device records were downloaded and reviewed. It was determined that the device powered off on (B)(6) 2024, when installed battery became depleted. No data logged between (B)(6) 2024 and receival at stryker. Further review indicated premature battery depletion caused by the device. Stryker further evaluated the customer¿s device at the product analyses center (pac) and the reported issue of the device not powering on during the reported event was verified. The root cause of the reported issue for the prematurely battery depleting is determined to be faulty capacitor c2. The root cause of the reported issue for device is not powering on is determined to be maintenance error. The device was on "shutdown" status for >6 months prior the reported event date. The operating instructions instruct the user that "device readiness" should be verified at least once each month. The customer's device was archived by stryker. The customer has been provided with a replacement device.